Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and underwent extensive testing, and stress testing at elevated temperatures for 48 hours. We were unable to duplicate the report of a burning smell, nor was a burn mark noted as reported; the unit performed according to specification. The 3-spike disposable set involved in the case was not returned to belmont for investigation. A review of the photograph provided by the user facility indicated that the upper section of the heat exchanger, at the area where the output temperature probe is located, appeared to show some blood clots. There is not enough information about the type of infusates used during the procedure to draw a conclusion regarding the cause of blood coagulation. The only known way to cause coagulation in citrated blood is to add calcium containing products. Belmont's sales representative followed up with the user facility, but was unable to determine whether incompatible fluids were given. A thorough investigation of the disposable set is not possible, as the set was not returned, nor was the lot number available. The manufacturing records for the rapid infuser, ri-2 were reviewed and no anomalies were identified during the manufacturing process. Without the ability to reproduce the reported problem, or investigate the disposable set involved, a root cause could not be determined. This incident was initially reported to belmont on 6/17/20 but was not reported as the device performed as intended upon evaluation. On 9/29/20 belmont subsequently became aware that the patient expired. Although it was reported that the patient death was unrelated to the device, belmont now feels it is appropriate to report. A review of past complaints indicates that no trend has been identified for this type of issue. Belmont will continue to monitor and trend similar reports of this nature, and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The biomed at the user facility reported the following incident involving a belmont rapid infuser, ri-2,"received a call from, (B)(6), head nurse ICU, that a gun shot victim [sic] came into hospital thru emergency room. Then was transferred [sic] to operating room where mass transfusion protocol(mpt) was started via the rapid infuser. Patient was then transferred to surgical ICU. During the 6 round of mpt , nurse noted that she smelled something burning and could see blood dripping from rapid infuser. They noted that there was a burn mark on the rapid infuser. Unit was then turned off. More details will follow as they are obtained."